Event description:
It was reported that a 61-year-old caucasian female patient underwent a primary breast augmentation surgery with a 500cc mentor memorygel breast implant. Post-operatively, the patient went in for a revision surgery and it was discovered that her right breast implant was ruptured. There were no reported patient consequences because of the rupture that was discovered during the revision surgery. As a result, the patient underwent removal and replacement with an unspecified silicone breast implant on (B)(6) 2022.

Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had an area of shell abrasion on the posterior view. In addition, a tear was found within the shell abrasion and extended to the anterior view, measuring approximately 9.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).